Event description:
The customer reported the subject device was leaking from the distal end. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed that the acoustic lens surface was damaged, and there was a gap in the adhesive on the acoustic lens surface. This report is being submitted for the malfunction found during evaluation of the device (gap in the adhesive and damaged acoustic lens surface). Additional details have been requested regarding the reported event. At this time, no additional information has been provided by the user facility.

Manufacturer narrative:
In addition, service found the biopsy channel was perforated, the image guide cover lens was damaged and scratched, the connecting tube was buckled, the air/water nut was damaged, the suction cylinder nut was damaged, the scope cover and scope body were scratched, the universal cord was kinked, the bending angle was out of specification due to wear of the angulation wire, there was play in the angulation knob, and the charge-coupled device cover lens glue was chipped. The reported issue (leakage from the distal end) was not confirmed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since scratches were also found around the alleged part, it is likely the gap in the adhesive and damaged acoustic lens surface were caused by extra forces applied. The event can be detected by following the instructions for use which state: "3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.